Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, during the implant procedure prior to wound closure, this right ventricular (rv) lead was placed mid septal in the rv. The helix was extended after 12 rotations. The threshold was 0.7 v, the pacing impedance was 780 ohms, and the amplitude was 18 mv. The atrial lead was then implanted successfully, but it was noted the rv intrinsic amplitude increased from 10 mv to 20 mv. The physician decided to reposition the rv lead. The helix was retracted after 12 rotations, the lead was advanced into the rv apex, and then the helix was extended after about 15 rotations. The threshold was 10 v, there was no capture, and the pacing impedance was 2800 ohms. An echocardiogram was performed, and rv perforation was ruled out. As a result of the abnormal electrical measurements, the physician decided to replace this rv lead with a new rv lead. The new rv lead was successfully implanted and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because this right ventricular (rv) lead was returned and analyzed.